Event description:
During a cervical laser discectomy procedure, the jaw broke on two forceps. Irrigation was done and xray results were negative. A third forceps was used to complete the case. There was one patient for the case. No consequences to the patient.

Manufacturer narrative:
The 2nd forceps is identified as: d4 model #: 828.03 flexible grasping forceps - lot #p790858. Manufactured date: 2006. Evaluation summary: flexible biopsy forceps-lot #p795511; flexible grasping forceps - lot #p790858. There were two flexible forceps returned for inspection with jaw breakage. There was only one patient involved. Visual inspection of the flexible grasping forceps showed the jaw to be broken. The working tip (serrated jaw) was still attached. The rivet from segment to pullrod is broken. The rivet became unattached from the rivet hole. Visual inspection of the flexible biopsy forceps showed the jaw to be broken. The working tip (both cups) was still attached. The rivet from segment to pullrod is broken. The rivet became unattached from the rivet hole. Cause of event: no conclusion can be drawn.